Manufacturer narrative:
Concomitant medical products: 6932-65 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received an inappropriate shock for supra ventricular tachycardia (svt) that was detected as a fast ventricular tachycardia (vt). No atrial markers were observed due to low amplitude of the atrial signal on the right atrial (ra) lead. P-wave undersensing was also noted on the lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.